Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the battery lock clip was bent. The bent clip is unrelated to the report complaint. A review of the platform archive was performed and user advisory (ua) 136 (internal parameter corrupted) was observed on (B)(4) 2016 and not on the reported date of occurrence. Functional evaluation of the returned autopulse platform was unable to be performed as a system error "revert to manual CPR" message was observed upon power up, therefore confirming the reported complaint. Further inspection determined that the processor board needed to be replaced to remedy the system error fault. After the processor board was replaced, the device passed functional testing. In summary the customer's reported complaint that the autopulse platform displayed system error was confirmed during functional testing. The root cause was determined to be a defective pca processor board. After the processor board replaced, the platform passed all final functional testing criteria.

Event description:
It was reported that autopulse platform was used during a code and when the device was powered on it did not give compressions and displayed a system error "out of service, revert to manual CPR" message. They powered the platform down and back up and the device still displayed the same message. Customer reverted to manual CPR for the rest of the call. The customer reported that the autopulse was checked out that morning and no issues were encountered. Once back at the station the customer replaced the batteries but the platform still displayed the same error message.